Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which bilaterally deflated and issue with capsular contracture after implantation patient experienced encapsulation very hard, when took capsule out the rupture was in there. As a result patient had the implants removed on (B)(6) 2000. This report is for the right side.